Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly during the operation it was noted that the liner was cracking around the rim. Surgery time was extended greater than 30 minutes.